Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited loss of capture at maxim output in all pacing configurations. Lead dislodgement was suspected and the lead was programmed off. There were no adverse consequences for the patient.

Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2015. There were no consequences for the patient.